Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. Upon explant, system fluid loss was noticed. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis; it was noted upon return that only the pump and balloon had been sent back. The pump was visually and microscopically examined, and leak tested. No anomalies were identified with the component. Upon functional testing, the pump performed within specification. Visual and microscopical inspection of the balloon did not identify any damage or abnormalities. The balloon passed all functional testing performed. As the cuff was not sent back for analysis, no product analysis could be performed. Based on the information available and analysis results of the pump and balloon, the reported clinical observation of fluid loss could not be confirmed. The reported patient symptom of incontinence is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. Upon explant, system fluid loss was noticed. There were no further patient complications.